Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for high blood glucose on (B)(6) 2015. Customer had diabetic ketoacidosis. Customer's mother declined to provide any further information.